Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported she had air bubbles in the insulin cartridge of her infusion device. She stated she filled her cartridge about a half hour ago and thought she had primed out all of the bubbles. She said she properly connected the adapter and tubing to the cartridge prior to inserting it and properly primed. The patient was able to prime out the air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.